Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00565, 0001032347-2020-00206. Medical products: 2.0mm system 2.0mm x-lock x-drive short blade 66mm, part# 01-7694, lot# 204680, 2.0mm system x-lock x-drive std blade 86mm, part# 01-7696, lot# 684630.

Event description:
It was reported the blade would not retain screws easily. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. A visual inspection was completed on the 01-7696 blade and it shows very heavy signs of use on the blade and the cross-drive interface. The blade was functionally tested for retention using a ratcheting screwdriver (part# 46-0008) and a 2.0mm test screw. The blade was inserted into the driver, then the driver + blade assembly was inserted into the screw and the full assembly was lifted by the screw. The cross-drive interface of the blade was unable to support weight of the driver. The non-conformance database was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. This is the only complaint due to the lack of retention for 01-7696 lot 684630. For part 01-7696 in the previous one (1) year (from the notification date) regarding a lack of retention, there is a complaint rate of 0.3%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is wear due to repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.